Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The implanted clip referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the interaction of the 2nd clip delivery system with the implanted clip. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Visualization was noted to be difficult due to leads from an implanted pacemaker and the leaflets were noted to be thin. The first clip (cds80319u194) was thought to be implanted on the anterior and posterior tricuspid leaflet; however, due to poor visualization, it was not possible to confirm the insertion on the leaflets and after a few minutes, the clip detached from the anterior leaflet (single leaflet device attachment/slda). During placement of the second clip (cds80321u130), the second clip came in contact with the first clip and the first clip detached from the posterior leaflet (complete clip detachment/ccd). Visualization was difficult and due to the position of the lead from the pacemaker, the second clip could not be placed, so it was removed, undeployed, without issue. The detached clip was stable in the superior vena cava behind a lead from the pacemaker. There were no attempts made to retrieve the detached clip. Tr remained at 4. The patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents. As per the mitraclip nt instructions for use (IFU): the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported device damaged by another (caused damage) appears to be due to a combination of patient morphology/pathology and user technique/procedural circumstances; the reported improper or incorrect procedure appears to be related to the user using the device for a tricuspid valve procedure, which is considered an off-label use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.